Event description:
A battery failure was reported. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The authorized service provider (asp) confirmed a battery issue and advised it to be replaced. Asp replaced the battery. Visual check: passed. The device returned to full functionality. Based on information provided and/or service performed, the customer's alleged malfunction was confirmed. The part has not been received so the root cause at component level cannot be confirmed.

Manufacturer narrative:
(B)(6).